Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the cause of the phenomenon is that no gas was supplied from the carbon dioxide cylinder. The reason why the gas was not supplied from the carbon dioxide cylinder was because the cylinder was empty. The above device handling has warned in the instruction manual as follows. Problem: insufflation is not possible. Possible cause: remaining gas volume in gas cylinder is insufficient. Solution: replace the gas cylinder.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during laparoscopic cholecystectomy, the abdominal cavity was not insufflated. The cylinder was replaced and the problem was solved. The user completed the procedure with the subject device, but the procedure was delayed due to the exchange. There was no report of patient injury associated with the event.